Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presenting to the ER after receiving a shock from the device. Inappropriate atp and hv therapy was delivered for svt due to rate increase into the programmed vf zone. Programming changes were recommended. Patient will be monitored with routine follow-up.